Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient's implantable neurostimulator (ins) used for non-malignant pain. Patient reported they needed some change in their device and requested a manufacturer representative to come to their appointment on (B)(6) 2017. No additional information was received. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.